Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple error alarms. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump screen turned off and customer reported that they received a critical pump error image on the insulin pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and motor safety circuit failed test error confirmed in history file due to software error. Unable to verify this alarm is generated when a power failure is detected error or clear user settings is selected by the user error due to critical pump error.